Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient was hospitalized on (B)(6) 2026 for more than one day due to hyperglycemia led to diabetic keto acidosis.the blood glucose level was 800 mg/dl at the time of hospitalization and the patient got treated with intravenous insulin and blood transfusion. No further information is available.